Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device completed the priming sequence earlier than expected due to a rotational sensor error. This resulted in the needle's failure to deploy by the end of the priming sequence. Contamination was observed on the commutator cap. The device was attempted to be rerun, but the device failed to pair with pdms after having been reset. Because the device could not rerun, the device could not duplicate the rotational sensor malfunction. It could not be conclusively determined if this contamination caused the rotational sensor malfunction.d4 - lot no changed from blank to pd1k06112121. Expiration date changed from blank to 12/11/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from blank to 6/11/2021.